Event description:
Pt reported bodyguard pump serial # (B)(4), exp date: 11/04/2017 was not working, kept beeping. The battery would not hold a charge. The pump needed to be plugged back in order to complete the infusion. Pt completed the infusion without side effects, no reactions. The pt's rn returned the pump to the MFR. The pt did not say the MFR was able to contact the pt. Dose or amount: 60 mg, frequency: every 2 weeks, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: e75.21 fabry(-anderson) disease.